Event description:
It has been reported that dr tried to seat insert onto baseplate without success. Surgeon than switched to an 11mm insert which seated properly after one attempt. There was no adverse consequence for the pt.